Manufacturer narrative:
Evaluation summary: the spider fx was returned loaded inside the everflex entrust catheter. No other ancillary devices were included. Visual inspection: the filter assembly was observed exposed approximately 4.5cm outside the distal tip of the catheter. The filter s howed traces of biological debris within the braids of the filter. No damage was observed to the spider fx filter assembly. Under microscope the capture wire of the spider fx was observed exposed outside from the proximal end of the catheter. It should be noted the od of a spider fx capture wire is 0.014". The capture could not be pushed forward or pulled back within the everflex entrust device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during treatment of moderately calcified fibrous lesions with 80% stenosis in the distal mid left superficial femoral artery (artery diameter 6mm), physician first prepped two lesions in the right superficial femoral artery (sfa) with a hawkone directional atherectomy device and then post dilated with two in.pact admiral balloons. Following post-dilation, a dissection was noted in the distal sfa and popliteal artery that was determined to require stenting. The physician then used an everflex entrust with a non-medtronic 7fr. 55cm sheath and a spider fx 7mm embolic protection device. The IFU was followed and the device was prepped without issue. It was reported that stent deformation occurred in vivo during deployment. The length of the deployed stent was 6x120mm and was elongated to 210mm. Once the stent was properly positioned for deployment the red tab was fully pulled and the deployment wheel was then turned to deploy. The physician then felt resistance in the wheel after only a few turns and was unable to deploy the stent further. The wheel had jammed. The physician disassembled the delivery system to find the delivery wheel had become entangled with the internal wire and delivery system. The physician then pulled the entire system back and the stent was fully deployed the stent, however, it was elongated. The deployment system had trapped the spider filter wire and pulled the filter with it through the stent so the entire system was removed. The physician decided to post dilate the stent over a wholey wire that was placed inside the stented segment. He post-dilated the stent with a non-medtronic 6x100 pta (percutaneous transluminal angioplasty) balloon. The patient is reported to be doing fine and the final angiogram showed a patent vessel with better runoff to the distal vessels.